Event description:
Please refer (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found that paint was missing from the cupola. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to defects in paint work. Maquet is not the primary service provider of these lights; they are maintained by the hospital staff. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.